Manufacturer narrative:
The technician found debris in the manifold hydraulic fluid. The technician replaced the hydraulic manifold to repair the bed.

Event description:
Information received indicates, the head section would not rise while raising the bed hi/low with weight on the surface.